Manufacturer narrative:
Product ID: bi71000176, serial/lot #: rev. 2, s/n (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the power conversion enclosure was r eplaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for analysis. Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, they were found to be shorted. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the image acquisition station (ias) fans came on when disconnected from wall power. This was found during planned maintenance (pm). No patient was present.